Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s pipe joint is leaking air. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Per a good faith effort (gfe) response received, it was confirmed that the hospital found that there was an air leak at the pipeline or hose joint. The connection between the petrochemical tank and the pipeline was leaking and did not cause any risk due to the reported issue. The authorized service provider (asp) replaced the pipeline or hose to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.